Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the t2 implant of the ultra fast-fix could not fix on the meniscus after puncture. It is unknown how the procedure was completed or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. The variable depth straw was not returned. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed and were not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information on: a1, a2, a3, a4, e1, b5 & h6.

Event description:
It was reported that during an arthroscopy, the t2 implant of the ultra fast-fix could not be fixed on the meniscus after puncture. The t1 implant was left secured in the patient and t2 was removed with tweezers. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.